Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported the bd p100 blood collection system for plasma protein preservation were having poor separation, no report of medical interventions or serious injury.